Manufacturer narrative:
The explanted evoke scs system was discarded. The cause of the infection could not be established. The evoke scs system surgical guide includes the following: infection that may require hospitalization with intravenous antibiotic therapy and may require surgery (including revision, explant, and replacement) as a result. The manufacturing records were reviewed, and the product met all requirements for release with no anomalies identified.

Event description:
A patient previously implanted with an evoke spinal cord stimulation (scs) system was evaluated for an infection at the implantation site of their evoke closed loop stimulator (cls). The evoke scs system was explanted. The patient was reported to be recovering well following the explant procedure.